Event description:
The user returned the device to olympus service operation repair center (sorc) because the endoscopic image was cloudy. Sorc then inspected the device and found that the field of view of the endoscope was clouded due to the intrusion of moisture into the objective lens due to handling. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was chipped. The control section, grip unit, up / down plate, remote switch 1, video connector, light guide connector, light guide cover glass surface, and video connector case were scratched by external factors. The labeling of the video connector was peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp.(omsc). However, the reported event may have been caused by a temporary stain on the objective lens, as the event reported by the user could not be reproduced. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.